Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. The lead was received fully extended. Visual analysis noted the helix was stretched out of specification and the distal conductor was distorted at the connector. Damage at implant noted. Primary analysis findings indicated no anomalies found.

Event description:
It was reported during implant procdure, the helix does not extend while turning the pinch on tool. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.